Event description:
It was reported that during withdrawal of the microcatheter from the aneurysm, the coil became stuck with the distal end of the microcatheter. The coil was removed along with the microcatheter without clinical consequence to the patient.

Event description:
It was reported that during withdrawal of the microcatheter from the aneurysm, the coil became stuck with the distal end of the microcatheter. The coil was removed along with the microcatheter without clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specification. The subject device was not returned; therefore, analysis cannot be performed. Based on the information available, it is probable that procedural factors limited the performance of the coil resulting in the reported issue. Therefore, a root cause of operational context has been assigned to this event.

Manufacturer narrative:
Subject device is not available.